Manufacturer narrative:
Add'l information has been requested and if received will be provided on a supplemental report.

Event description:
It was reported that, "pt fell over crutches when fatigued at home in 2007. Pt did not report incident until the following day, in the late pm. Pt had medical work-up once cleared for surgery, performed revision the following month.